Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion and prime/a33tests. Unit was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had cracked case at display window corner and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during priming. Customer's blood glucose was 221 mg/dl. The customer stated that there is no significant event leading to the alarm. Customer doesn't receive an e70 alarm. The customer stated that the device was not exposed to strong magnetic field such as MRI. The customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence and able to prime but can't fill cannula. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.